Event description:
Edwards learned that this 30mm 5300m ring was explanted at implant due to mitral regurgitation. After decannulation before closing the patient's chest, regurgitation was still detected. The device was explanted and replaced with a 27mm 11400m valve with no adverse patient events reported. The patient status was reported as "under treatment". The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction. This device was originally implanted for mitral valvuloplasty to correct mitral regurgitation with a concomitant aortic valve replacement with a 21 mm 11500aj valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.